Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the transmitter. No unexpected lost alert was noted and no radio frequency anomalies were noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and motor test. However, the insulin pump was received stuck in a motor error alarm loop that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during basal and when he tried to rewind and fill the cannula. Customer also lost connection his transmitter and got lost sensor. Troubleshooting was done. Customer's blood glucose was 124 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.